Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer's blood glucose reached 350-425 mg/dl. The issue occurred in the past; therefore, troubleshooting could not be performed. Customer changed all supplies and resumed insulin delivery.